Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio flex meter read inaccurately high compared to his feelings and/or normal readings and compared to a hospital meter. The complaint was classified based on the customer care agent (cca) documentation, since the patient was unwilling to provide additional information during a follow-up call. The patient reported that 3 weeks prior to contacting lfs, he began to obtain alleged inaccurate high results with the subject meter; exact results were not reported. The patient manages his diabetes with a combination of insulin (lantus; 18 units morning and evening and novorapid; dose adjusted based on blood glucose results). In response to the alleged issue, the patient reported taking high doses of insulin for 3 weeks. The patient stated that on (B)(6) 2020 at 5:00 pm, he took a high dose of novorapid in response to an alleged inaccurate high result obtained with the subject meter and 1 hour later developed symptoms of "tired, couldn't feel legs and not in mood." The patient claimed he was hospitalized as a result of the alleged issue. The patient was unwilling to provide details of the treatment received however informed the cca that he had fully recovered. During the hospitalization, the patient reported obtaining a blood glucose result of "200 mg/dl with the subject meter and "90 mg/dl" on the hospital meter, performed within an unknown time of each other. The products were unable to be replaced as the patient hung up the call. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event requiring hospitalization after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.